Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 45 mg/dl. They treated the low blood glucose with food. When they woke up in the morning, their blood glucose level was 268 mg/dl, which they treated with a bolus from the insulin pump. The device will not be returned for analysis.